Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that two days after implant, a follow up visit revealed that the atrial lead had dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.